Manufacturer narrative:
The investigation confirmed a non-reproducible, higher than expected vitros troponin I (tropi es) result was obtained from a single patient sample when tested on a vitros eci q immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3140 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es lot 3140. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3140 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Vitros tropi es within run precision testing performed by the customer on vitros eci q immunodiagnostic system was within ortho acceptable guidelines post-service. As precision testing was not performed pre-service, an instrument issue could not be ruled out as a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros troponin I es (tropi es) result from a patient sample when tested on a vitros eci q immunodiagnostic system. Patient sample 1 result of 0.449 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected vitros tropi es patient sample result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the result. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).